Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on 02-may-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had a routine doctor visit on (B)(6) 2025 to get a steroid shot due to knee surgery. Customer stated that her blood glucose test result using the doctor's device had been over 800 mg/dl. Customer stated that she does not feel the meter is defective even though her test strips were expired at the time she got the hi; the doctor had advised the customer that the steroid did increase the blood sugar as it is a known side effect. Note 2: manufacturer contacted customer in a follow-up call on 13-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer stated she has not used the true metrix air meter in over 4 years as she has been using another device. The customer does not know her expected blood glucose test result range. The customer reported experiencing chest pains. Customer stated that due to open heart surgery she experiences chest pains whenever her blood glucose is high. Medical attention was not needed at the time of the call; customer stated she was going to administer insulin to lower her blood glucose. During the call, a back-to-back blood test was not performed by the customer. The customer's test strips are expired: manufacturer¿s expiration date is 08/29/2024 and test strips were opened over a year ago. Product storage was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set, only 1 result obtained on day of call provided): result 1: hi , date: (B)(6) 2024 , time: 1:56 pm fasting pm.